Manufacturer narrative:
An event regarding subsidence and pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
This pi is for revision of primary implants on (B)(6) 2018. It was reported that patient's right hip was revised. Primary implant date unknown. Approximately 1 year prior, patient suffered a femoral periprosthetic fracture and an orif was performed at another hospital by a different surgeon. A competitor plate was implanted. It is suspected that stem subsidence was not addressed at that time. After patient complaint of pain, patient was revised. An accolade ii stem and ceramic head were revised to a restoration modular stem and ceramic head.